Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: gynecologic oncology. 2011; 121: 565-570. Doi: 10.1016/j.ygyno.2011.01.032. (B)(4).

Event description:
It was reported via journal article: "title: radical abdominal trachelectomy for cervical malignancies: surgical, oncological and fertility outcomes on 62 patients" authors: jin li, ziting li, huaying wang, rongyu zang, yuqi zhou, xingzhu ju, guihao ke, xiaohua wu. Citation: gynecologic oncology. 2011; 121: 565-570. Doi: 10.1016/j.ygyno.2011.01.032. The objectives of the study was to report the authors¿ experience of radical abdominal trachelectomy for patients with cervical malignancies. The authors conducted a retrospective review of a prospectively maintained database of 64 patients (age range: 11 to 41 years old) who underwent fertility-sparing radical abdominal trachelectomy for cervical malignancies. During the surgical procedure, once the specimen is removed, a mersilene tape (ethicon) is circumferentially placed in the subserosa around the lower uterine segment in a purse-string technique as a permanent cerclage. The tape knot is tied posteriorly in the cul de sac. Reported complication included post-operative cervical stenosis (n-5) which required neo-cervical dilation in 1 patient, vesical dysfunction (n-1) which required re-insertion of foley catheter, dyspareunia (n-7), pain during intercourse (n-6), and bleeding or spotting after intercourse (n-7). The results showed that radical abdominal trachelectomy is feasible and can be performed safely in well-selected patients with cervical malignancies who wish to preserve their fertility. Social, familial, and physical factors can largely influence the patients¿ reproductive outcomes.